Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. The customer reported obtaining high sensor scans as compared to readings obtained on a healthcare meter. The customer experienced sweating, loss of consciousness, and was unable to self-treat. A healthcare provider administered a glucose injection as treatment for diagnosis of hypoglycemia and no further treatment was reported. In addition, customer provided comparison of sensor scan of 7.1 mmol/l as compared to reading of 3.1 mmol/l obtained on healthcare meter, taken within 10 minutes. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. The customer reported obtaining high sensor scans as compared to readings obtained on a healthcare meter. The customer experienced sweating, loss of consciousness, and was unable to self-treat. A healthcare provider administered a glucose injection as treatment for diagnosis of hypoglycemia and no further treatment was reported. In addition, customer provided comparison of sensor scan of 7.1 mmol/l as compared to reading of 3.1 mmol/l obtained on healthcare meter, taken within 10 minutes. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.